Event description:
On 8/9/93, at 6:40 pm ER rn attempted to insert IV in right forearm using an 18 gauge angiocatheter. Resistence was met, upon withdrawal of angiocatheter, it was noted to have the tip broken off. X-ray of right forearm done revealing 1.2 cm of plastic foreign body in soft tissue. No further interventions at this time. MFR notified.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: hub. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.